Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 51-114150, item name: taperloc 133 type1 bm, lot #: 6451055; item number: 163668, item name: 32mm mod head cocr, lot #: 197470; item number: 010000851, item name: g7 neutral e1 liner, lot #: 6260915; item number: 010000666, item name: g7 pps ltd acet shell 58g, lot #: 6342450; item number: 010001001, item name: g7 screw, lot #: 6285164. Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02960. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent revision approximately one week post-implantation due to a leg length discrepancy. The femoral head and stem components were removed and replaced. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records indicate superior position of the left acetabular cup as compared to the right, consistent with patient's history of limb length discrepancy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.